Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific lead. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Upon review, ts confirmed the shock impedances to be greater than 125 ohms which is considered to be high out of range. Ts also noted oversensed non physiologic noise on the shock channel in the presenting electrogram (egm). The hcp noted the patient is scheduled for an in person visit and further device testing and evaluation will be performed. Subsequently, additional information was received that reported a replacement procedure was performed where the physician explanted this ICD device and surgically abandoned the rv lead. The device and rv lead were successfully replaced with new device and lead. No additional adverse patient effects were reported.